Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: 510000. G4: PMA/510k # ¿ exempt. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic lithotomy, the user discovered the basket of an ncircle delta wire tipless stone extractor would not open or close properly. A kink was also noted in front of the yellow support sheath. The issue with this device was discovered prior to patient contact and it was not used on a patient. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex g). Event summary: a representative of guangzhou hengxin trad. Co. Informed cook on 07jul2023 of an incident involving a ncircle delta wire tipless stone extractor (rpn: ntsed-024115-udh) from lot # 14572295. As reported, during a flexible ureteroscopic lithotomy, the user discovered the basket would not open or close properly. A kink was also noted in front of the yellow support sheath. The issue with this device was discovered prior to patient contact and it was not used on a patient. Another same device was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device were conducted. One device was returned to cook in open packaging. The device was returned with basket formation partially open, and the basket sheath was broken near the yellow support sheath. The handle could not actuate the basket formation. The handle was disassembled, and could not actuate basket formation manually. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified two other complaint associated with the reported device lot. The 2 complaints were found to have similar sheath damage as the complaint device. The complaint device had passed multiple in-process inspection steps to ensure device functionality. The related complaints were not sufficient evidence to conclude that device in the lot were nonconforming. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage was not determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. ¿ per a review of risk documentation, no further action is required. ¿ this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.